Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms and was treated with the insulin pump. Customer's blood glucose value was 504 mg/dl at time of incident. Customer's current blood glucose value was 92 mg/dl. Customer declined troubleshooting for high blood glucose level. The product was not returned for analysis.